Manufacturer narrative:
(B)(4). Pump was received with partially broken reservoir tube lip, missing reservoir tube retainer and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 13.9mmol/ l at the time of the incident. The customer reported that he woke up with a cracked tube lip on his new pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.